Event description:
On (B)(6) 2009, patient reported that on two occasions, she has changed her basal rates and confirmed the changes. She states 24 hours later, she will notice the basal rates have returned to the original rate. Patient reports one time she changed her basal rates and confirmed the changes. She states she went back into the basal rates and confirmed the changes. Patient reports the nurses checked her basal rates to confirm it matched their records; noticed that her basal rate did not match their records. Patient states she changed her basal rates and the infusion device went back to the original basal rates. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.